Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during device change out, externalized conductors between the svc and rv coils were observed. No electrical anomalies were detected. The lead remains implanted.